Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Subsequently, it was reported that leaking was observed at the cartridge septum. Customer's blood glucose level was 240 mg/dl. A syringe needle change was performed resolving the issue.